Manufacturer narrative:
Corrected information: patient identifier and weight. Additional information: date of birth and gender. The following other devices were added to this report after submission of the initial report: triathlon femoral distal augment 5mm - size 3 right; cat# 5540-a-302; lot# fzux; tri rm/ll tib aug sz2 10mm; cat# 5546-a-202; lot# mc6v07a; tri lm/rl tib aug sz2 10mm; cat# 5546-a-201; lot# mc6v24a . An event regarding pain and subsidence involving an unknown knee was reported. The event was not confirmed. However, the medical review report confirms loosening of tibia components. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "knee is painul over proximal tibia while x-ray suggest proximal tibial loosening with osteolysis around the proximal tibial device. [...] The complaints relate to pain and observed osteolysis with suspected loosening of the tibial device section of a triathlon ts construct. Several aspects are relevant for discussion to assess their role in the current failure mode: - the past history of infections of a prior knee device - the osteolysis and radiolucent lines around and below the baseplate section - the cystic lesions in the proximal tibial bone - the role of the reported trauma [...] In summary, there are multiple potential contributing factors to the current failure mode that are all either procedure-related or patient-related. The balance between those factors is not readily evident at this time given at first the fact that the components are still implanted and at second due to scarcity of information regarding the problems in 2016 and later. - no evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon an adverse mix of at least several patient-related and procedure-related factors provides a very plausible explanation for the failure event of this case, consistent with all reported facts and findings. All these factors, except the recent patient-related trauma, were already present prior to implantation of the current devices and are thus by definition not device-related. Failure was contributed by poor bone around the implanted devices as caused by prior disease and infection. Also the surgeon considered the case at this time as a failure although no revision was reported thus far. - some wait-and-see attitude can be accepted to see the case evolve in the near future when more information regarding the role of the discussed individual factors might become available. This pi case is not device-related. [...] Prior infection around implanted arthroplasty devices had severe adverse impact on biological and mechanical quality of local bone while use of bone cement as bone filler is unavoidable after previous infections but has biomechanical downsides that are unavoidable with current bone reconstruction technology and has contributed to imbalance between arthroplasty load and local supporting bone causing relative overload. A recent trauma has caused an acute overload condition raising the awareness to the conscious level although local bone problems must already have been present prior to this trauma. No revision was performed thus far." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusion: the provided medical information was submitted to a consulting clinician who indicated that knee is painul over proximal tibia while x-ray suggest proximal tibial loosening with osteolysis around the proximal tibial device. The potential root cause of confirmed event was noted osteolysis. Prior infection around implanted arthroplasty devices had severe adverse impact on biological and mechanical quality of local bone while use of bone cement as bone filler is unavoidable after previous infections but has biomechanical downsides that are unavoidable with current bone reconstruction technology and has contributed to imbalance between arthroplasty load and local supporting bone causing relative overload. A recent trauma has caused an acute overload condition raising the awareness to the conscious level although local bone problems must already have been present prior to this trauma. No revision was performed thus far. As per product recall verification response it is confirmed that none of the reported devices are subject to a recall. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Per patient, she had surgery in the right knee. She went back to her doctor and he did a series of tests including an MRI. She stated everything in her right knee collapsed. The doctor said if the pain continues she will need to schedule surgery. Per patient, the doctor considered it a failure. Patient is experiencing pain and has to use a walker.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: catalog: 5512-f-302 description: tri ts femur sz3 right; gaoe. Catalog: 5560-s-209 description: tri cemented stem 9mmx100mm n5c05e. Catalog: 5541-a-302 description: triathlon femoral distal augment 10mm - size 3 right; gezt. Catalog: 5521-b-200 description: tri ts baseplate size 2; fxvja. Catalog: 5560-s-209 description: tri cemented stem 9mmx100mm; m7e31aa. Catalog: 5550-g-319 description: triathlon symmetric x3 patella; 22lh. Catalog: 5570-s-040 description: triathlon total knee system offset adapter 4mm; m6s80d. An event regarding pain, trauma (knee collapsed) and infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: "device-related factors:- none [...]"prior infection around implanted arthroplasty devices had severe adverse impact on biological and mechanical quality of local bone while use of bone cement as bone filler is unavoidable after previous infections but has biomechanical downsides that are unavoidable with current bone reconstruction technology and has contributed to imbalance between arthroplasty load and local supporting bone causing relative overload. A recent trauma has caused an acute overload condition raising the awareness to the conscious level although local bone problems must already have been present prior to this trauma. No revision was performed thus far." Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the reported event has been confirmed based on the provided medical records reviewed by a consulting clinician who indicated "prior infection around implanted arthroplasty devices had severe adverse impact on biological and mechanical quality of local bone while use of bone cement as bone filler is unavoidable after previous infections but has biomechanical downsides that are unavoidable with current bone reconstruction technology and has contributed to imbalance between arthroplasty load and local supporting bone causing relative overload. A recent trauma has caused an acute overload condition raising the awareness to the conscious level although local bone problems must already have been present prior to this trauma. No revision was performed thus far." There are no device related factors found. A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If additional information and/or devices becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Per patient, she had surgery in the right knee. She went back to her doctor and he did a series of tests including an MRI. She stated everything in her right knee collapsed. The doctor said if the pain continues she will need to schedule surgery. Per patient, the doctor considered it a failure. Patient is experiencing pain and has to use a walker. Event update per review of the medical dictation dated (B)(6) 2017: [...]"prior infection around implanted arthroplasty devices had severe adverse impact on biological and mechanical quality of local bone while use of bone cement as bone filler is unavoidable after previous infections but has biomechanical downsides that are unavoidable with current bone reconstruction technology and has contributed to imbalance between arthroplasty load and local supporting bone causing relative overload."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Per patient, she had surgery in the right knee. She went back to her doctor and he did a series of tests including an MRI. She stated everything in her right knee collapsed. The doctor said if the pain continues she will need to schedule surgery. Per patient, the doctor considered it a failure.